Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that there is a 10mm longitudinal tear starting at the proximal balloon cone. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that crossing difficulties were occurred. The target lesion was located in the vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a longitudinal balloon tear.